Event description:
Procedure: breast augmentation. Cathplace: breasts. It was reported that an incident of a catheter break occurred. The catheter broke upon removal. The device is available for return. No patient injury nor medical intervention were reported. Additional information was requested, however is not available at this time.

Manufacturer narrative:
Methods: along with the previously reported methods, a microscopic inspection and strength testing were performed. Results: a visual inspection found a catheter that appeared stretched starting just past the 4th catheter marking. A caliper was used to measure the diameter of catheter proximal to the 4th marking. A caliper was used to measure the diameter of catheter just distal to the 4th marking. The catheter was broken distal to the first catheter marking and the black tip was missing. The catheter was examined under magnification for signs of brittleness and none were found. The area of the break was examined under magnification and found signs that the catheter was stretched. The diameter of the catheter near the break was smaller in diameter than distal to the break. The hollow fiber bonding tubing was also broken. Tensile strength was performed on the catheter. The result for the catheter mid-body segment and the infusion segment met specifications. Conclusions: the investigation summary concluded that a break was observed. The catheter was received not fully intact. Evidence revealed that attenuation was observed starting at the end of the 4th catheter marking. The catheter had broken distal to the 1st catheter marking and the black tip was missing. Analysis of the broken end under magnification found signs of the catheter being stretched and the hollow fiber bonding tube was broken. Upon evaluation, the catheter met specification for tensile strength. The evaluation determined that inappropriate use may have been a contributing factor to the reported incident. The instructions for use (IFU) specifies the following: "remove catheter as soon as infusion is complete to reduce risk of infection and difficulty removing catheter. 1. Remove dressing and loosen the adhesive strips at catheter site (figure 10 on page 2). 2. Grasp catheter close to skin and gently pull to remove. The catheter should be easy to remove and not painful. Do not tug or quickly pull on catheter during removal. If resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It¿s advisable to cover the site with warm compresses, and wait 30 to 60 minutes, and try again. The patient¿s body movements may relieve the catheter to allow easier removal. For additional information refer to the technical bulletin: tips for preventing in-situ catheter breakage with the on-q* system. Do not cut or forcefully remove catheter. Warning: place catheter such that obstruction will not occur and catheter removal will not be impeded. Prior to final suturing, make sure catheter moves freely to ensure it¿s not caught in sutures." As previously reported, the lot met the process specifications, including the quality control acceptance criteria prior to a technical bulletin (mk-00021) preventing catheter breakage was sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. Results: there are no device testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.